Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "during an extracoporeal procedure, two minutes after having started the bypass the pre-membrane pressure of the blood entering the oxygenator went up to a value of 500mmhg . The oxygenator had to be replaced. The circuit and oxygenator during the priming procedure showed normal values . No blood clots were observed. The gas transfer values were normal." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product for investigation. Water cycle was performed in the laboratory of manufacturer. A quadrox-I adult was sent back. The sample was contaminated. Oxygenator was cleaned with sodium hypochlorite. On the blood inlet blood outlet side, no clots were visible. The inlet was marked by customer with an arrow. Water cycle with a roller pump was created. The pressure behavior remained constant, no pressure increase. There were no further abnormalities. Device history record of lot 92218126 and affected product lot 70116698 (serial number exk 852) were reviewed. There were no references found, which are indicating a non-conformance of the product in question. Trend search was performed (material 70103.5336, failure code 0304 high trans-membrane pressure) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,4%, which is below 1%. Due to this information no systemic issue could be determined. Based on this failure could not be confirmed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. This complaint is closed.

Event description:
Ref.: #(B)(4).